Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen. A physician report the patient had an unrelated issue which resulted in a x-ray of the spine on (B)(6) 2021. An unidentified object was observed at that time and six months later (B)(6) 2021 a second x-ray attempted to determine what the object was. No symptoms were reported to have occurred, and the parent did not know how long it had remained in the skin. The healthcare personnel (hcp) suggested to wait to see if the object ¿passed.¿ the patient was given over the counter miralax to treat constipation, and there was no report that the miralax was used because of the object. The patient went to the hcp on (B)(6) 2022 and (B)(6) 2022 to check if the object remained. On (B)(6) 2022 the patient had an ultrasound to obtain a better view of the object. On (B)(6)2022, the patient had a computed tomography (CT) scan, and the doctor decided to remove the object. He called it a ¿needle¿ which is presumed to refer to a detached sensor wire. On (B)(6) 2022, a doctor at the hospital surgically removed the retained sensor wire and discarded it. At the time of the report on (B)(6) 2022, the area on the abdomen was in stages of healing. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.